Event description:
It was reported that the infusion device was unavailable for use due to an error message, which resulted in hyperglycemia. Caller reported that on the day of (B)(6) 2019 she was getting an error message on her infusion device so she disconnected from the pump and was taking insulin injections. Prior to bed on (B)(6) 2019 the patient received a high blood glucose result and attempted to treat with 5 units of novolog u100 via syringe. It was reported that the following morning the patient woke up around 9:00 am and was disoriented and was not responding to questions from her husband. The husband tested the patient's blood glucose and received a result of hi mg/dl on the aviva combo system. The husband did not treat the patient, but called the paramedic's. The paramedic's arrived within 10 minutes and transported the patient to the hospital. The blood glucose results and treatment provided by the paramedic's was not provided. It was reported that the patient lost consciousness in the ambulance on the way to the hospital and remained unconscious for 1 1/2 days. Caller does not know the initial treatment that was provided upon arrival at the hospital. After she regained consciousness the patient was treated with an IV for high blood glucose and dehydration. The patient was in the ICU department for 3 days, and then moved to a regular unit for 2 days. Customer states when she moved to the regular unit, she was given toujeo long acting insulin and novolog fast acting insulin and was no longer receiving insulin via IV. She states when she was released from the hospital her blood glucose results were between 90-110 mg/dl.